Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I have a 40cc fiberoptix iab catheter that did not function properly yesterday afternoon. The fiberoptics did not work. We attempted to use the iab catheter with another iabp machine, but the result was the same, the fiberoptics still did not work. However, we were able to use another 40cc iab catheter successfully". Additional information received states that there was no patient harm or injury. No medical intervention was required. The patient's current status is reported as "the patient died after completing the procedure and being transferred to the cvicu for ongoing care and monitoring". At the time of this report, the customer has not returned our inquiry for additional information.

Event description:
It was reported that "I have a 40cc fiberoptix iab catheter that did not function properly yesterday afternoon. The fiberoptics did not work. We attempted to use the iab catheter with another iabp machine, but the result was the same, the fiberoptics still did not work. However, we were able to use another 40cc iab catheter successfully". Additional information received states that there was no patient harm or injury. No medical intervention was required. The patient's current status is reported as "the patient died after completing the procedure and being transferred to the cvicu for ongoing care and monitoring". At the time of this report, the customer has not returned our inquiry for additional information.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The iabc bladder was loosely wrapped. Two bends to the iabc central lumen were noted at approximately 22.2cm and 65.2cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 72.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 27cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 22cm and 65.2cm from the iabc distal tip, which are the locations of the previously noted bends. Then the guidewire could not advance at approximately 75.7cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.5cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "fiber optics did not work" is confirmed. The fos fiber was broken near the proximal end of the bladder and therefore, the light path could not be established between the sensor and the pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken fiber. The root cause of the broken fiber is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.